Event description:
It was reported that the patient experienced ineffective stimulation. It is unknown which lead contributed to this issue. Surgical intervention occurred on (B)(6) 2023 during which an additional lead was placed to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:mn10450-50a , UDI:(B)(4) , serial:(B)(4) batch:8176945 exact date of event is unknown.